Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during drain 1/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected their transfer set from the pt line of the homechoice set. The home pt reconnected to the setup and received the alarm. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.